Event description:
Pt has segments missing on their ot ultra meter. Pt did not experience any symptoms of high or low blood sugar. Pt obtained a blood glucose reading of 205mg/dl, but thinks that it could have been a 265mg/dl. Unsure of what their actual blood glucose reading was. Pt took insulin based on what they interpreted the readings on the meter. Pt did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent pt a new meter.